Event description:
I was diagnosed with multiple sclerosis in 1982. I now have gone to a doctor, who says I have mercury poisoning. I went and had all my mercury fillings taken out and replaced with white fillings. Mercury fillings need to be stopped here in the USA. Diagnosis or reason for use: cavity.